Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, visibility/palpability and breast pain requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture. Healthcare professional later reported "hard and painful". The device has been explanted, replaced, and discarded. Open capsulectomy performed.